Event description:
Ous MDR - it was reported that about 2.5 months after the implantation an alert was seen via homemonitoring due to ventricular fibrillation and an aborted shock. The iegm showed noise on both atrial and ventricular channels, with clean farfield signal. The day after a similar noise episode occurred. During an active follow up, performed on (B)(6) 2015, electrical noise was reproduced on both atrial and ventricular channels when moving the ICD case and also during normal movements of the patients's arms. During these electrical artifacts low pacing impedance was found (<200 ohm), too. The lead was explanted, but not returned for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection of the lead demonstrated a damaged insulation at approx. 33 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. An electrical short circuit was found. These findings can be considered as the root cause for the noise and low impedance measurements mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular' first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.